Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported persistent hyperglycemia >400 mg/dl while on ilet bionic pancreas therapy. Despite site and tubing changes, glucose remained high until the user reverted to mdi, stabilizing at 180 mg/dl. Inspection revealed the infusion set had been inserted with the needle cover still attached, preventing insulin delivery. The set was replaced correctly. No hospitalization or dka was reported.